Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was deployed. They attempted a partial recapture of the device, but ended up doing a full recapture and had to remove it. A pigtail was then advanced through the was and angiogram was performed which revealed an extremely small leak to the pericardial space and the start of a pericardial effusion. A second device was advanced and deployed, met all criteria and therefore released in the laa. The effusion was monitored. Initially it had grown a small amount, but after release of the second device it was monitored for approximately 30 minutes and it did not increase. No intervention was performed. No further patient complications were reported.

Manufacturer narrative:
Device manufactured date corrected from unknown to 12/13/2016. (B)(4).

Event description:
It was further reported that upon observation of the leak with contrast injection, transesophageal echocardiogram (tee) was performed. It initially grew a small amount while they prepped the second device. The patient's vitals were stable and no systemic effect was noted. As the effusion did not grow while monitoring post release of the second device, the patient was taken to holding and scanned again about 15 minutes after leaving the procedure room. The patient remained stable.